Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a robotic-assisted repair of an incisional hernia on (B)(6) 2013 and mesh was implanted. The patient reportedly experienced abdominal pain, and on (B)(6) 2014 he had another procedure to repair a recurrent ventral hernia at the (B)(6) medical center. It was found that he had scarring and adhesions between the mesh and the small bowel, and the mesh was revised. He continues to have abdominal pain and hernia recurrence. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 7/18/2019.